Manufacturer narrative:
This report is submitted on april 22, 2019.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site. Antibiotics (date and type not reported) were administered; however, this did not resolve the issue. Subsequently, the patient underwent surgery on (B)(6) 2019 to explant the device. The patient was reimplanted with a new device during the same surgery.